Event description:
It was reported that the "radifocus glidewire angled broke off in the patient." The wire was located and retrieved from the surgical site. An alternate method of surgery was used to complete the case successfully. There was no patient injury associated with this event.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was not returned to sss for evaluation. The complaint could not be confirmed for the reported failure mode as it was not returned for analysis. The root cause may be linked to the following: inspection error, mishandling prior/subsequent to distribution from stryker, received to stryker in non-working condition or an om defect. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned for evaluation.